Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg and extension sites. Surgical intervention was undertaken and the ipg and extensions were explanted and replaced.

Manufacturer narrative:
Correction b5: surgical intervention was undertaken and the ipg was explanted and replaced, and the extensions were explanted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken and the ipg was explanted and replaced, and the extensions were explanted.